Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 51 mg/dl, at the time of incidence. Customer was treated with tablets. Customer declined to troubleshoot. Customer reported that they received changed sensor alert and calibration not accepted. The insulin pump will not be returned for analysis.